Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other similar complaint in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred distance vision and a loss of best corrected vision at distance. The lens was exchanged in a secondary procedure. Additional information has been requested.